Event description:
On (B)(6) 2022 getinge became aware of an issue with one of our columns ¿ 118001a0 - magnus table column for built-in plate. As it was stated, the patient was positioned on the table top for spinal surgery and anesthetized. The incision was yet to be made. The ge's mobile c-arm was lowered during imaging and the c-arm made contact with the wireless remote control of the 1180 operating table due to incorrect operation. The c-arm remained in the lowered position while the backplate up button was pressed, causing the patient to be caught in between the upper part of the c-arm. At the time of the incident, the patient was secured with a head brace. The up movement of the backplate resulted in a cut at the side of patient's head. From the information provided to getinge to date, no suture placement was required due to sustained injury. The surgery was delayed by more than 30 minutes, after all the operation of the spine was continued and completed. Althought the injury sustained was not classified as serious one, the situation led to a delay in treatment of already anaesthetised patient. We decided to report the issue based on the potential for serious injury if the situation was to reocur.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer

Manufacturer narrative:
Getinge became aware of an issue with one of our columns ¿ 118001a0 - magnus table column for built-in plate. During anesthetized patient¿s positioning on the table top for spinal surgery, the ge's mobile c-arm was lowered during imaging and the c-arm made contact with the wireless remote control of the 1180 operating table due to incorrect operation. The c-arm remained in the lowered position while the ¿back plate up¿ button was pressed, causing the patient to be caught in between the upper part of the c-arm. At the time of the incident, the patient was secured with a head fixture. The up movement of the back plate resulted in a cut at the side of patient's head. No serious injury has occurred. The surgery was delayed by more than 30 minutes and could be completed successfully. Although the injury sustained was not classified as serious one, the situation led to a delay in treatment of already anaesthetized patient. We decided to report the issue based on the potential for serious injury if the situation was to reoccur. The affected getinge device has been evaluated by the company¿s service technician. The technician has confirmed that no malfunction with the devices could be found and the issue was solely caused by the user. As a precautionary measure to prevent the recurrence, our service technician suggested the customer to use the remote controlled operating table lock function. The measure was implemented at customer¿s site. In the IFU (1180.01 en 33, page 39) the user is warned that the patient may be endangered as a result of incorrect use. In the IFU (1180.01 en 33, page 35) the user is also informed that during positioning of a patient, there is a risk of crushing and shearing of the patient, especially in the vicinity of the positioning modules. To avoid it, the user should ensure that no one is crushed, sheared or injured in any way, and that accessories do not collide with their surroundings. Additionally, the user is warned that a control unit attached to the side rail can slip off the side rail when the table top is adjusted or cause collisions with the or table or other accessories (IFU 1180.01 en 33, pages 48). With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment, thus was also directly involved with the reported incident. As no malfunction of any devices was claimed, it was considered that the getinge devices were up to the specification. The root cause for this issue is user error. The situation is considered as single and isolated per a review performed as part of the investigation. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of b1 adverse event / product problem, b2 outcomes attributed to adverse event, b5 describe event or problem, h4 device manufacture date fields deems required. This is based on the internal evaluation. Previous b1 adverse event / product problem: adverse event; corrected b1 adverse event / product problem: product problem. Previous b2 outcomes attributed to adverse event: other; corrected b2 outcomes attributed to adverse event: n/a. Previous b5 describe event or problem: on 13th december, 2022 getinge became aware of an issue with one of our columns ¿ 118001a0 - magnus table column for built-in plate. As it was stated, the patient was positioned on the table top for spinal surgery and anesthetized. The incision was yet to be made. The ge's mobile c-arm was lowered during imaging and the c-arm made contact with the wireless remote control of the 1180 operating table due to incorrect operation. The c-arm remained in the lowered position while the backplate up button was pressed, causing the patient to be caught in between the upper part of the c-arm. At the time of the incident, the patient was secured with a head brace. The up movement of the backplate resulted in a cut at the side of patient's head. From the information provided to getinge to date, no suture placement was required due to sustained injury. The surgery was delayed by more than 30 minutes, after all the operation of the spine was continued and completed. Althought the injury sustained was not classified as serious one, the situation led to a delay in treatment of already anaesthetised patient. We decided to report the issue based on the potential for serious injury if the situation was to reocur. Corrected b5 describe event or problem: on 13th december, 2022 getinge became aware of an issue with one of our columns ¿ 118001a0 - magnus table column for built-in plate. As it was stated, the patient was positioned on the table top for spinal surgery and anesthetized. The incision was yet to be made. The ge's mobile c-arm was lowered during imaging and the c-arm made contact with the wireless remote control of the 1180 operating table due to incorrect operation. The c-arm remained in the lowered position while the ¿back plate up¿ button was pressed, causing the patient to be caught in between the upper part of the c-arm. At the time of the incident, the patient was secured with a head fixture. The up movement of the back plate resulted in a cut at the side of patient's head. From the information provided to getinge, no suture placement was required due to sustained injury. The surgery was delayed by more than 30 minutes. After all, the surgery of the spine was continued and completed. Although the injury sustained was not classified as serious one, the situation led to a delay in treatment of already anaesthetized patient. We decided to report the issue based on the potential for serious injury if the situation was to reoccur. Previous h4 device manufacture date: 07/01/2015. Corrected h4 device manufacture date: 07/17/2015.

Event description:
On 13th december, 2022 getinge became aware of an issue with one of our columns ¿ 118001a0 - magnus table column for built-in plate. As it was stated, the patient was positioned on the table top for spinal surgery and anesthetized. The incision was yet to be made. The ge's mobile c-arm was lowered during imaging and the c-arm made contact with the wireless remote control of the 1180 operating table due to incorrect operation. The c-arm remained in the lowered position while the ¿back plate up¿ button was pressed, causing the patient to be caught in between the upper part of the c-arm. At the time of the incident, the patient was secured with a head fixture. The up movement of the back plate resulted in a cut at the side of patient's head. From the information provided to getinge, no suture placement was required due to sustained injury. The surgery was delayed by more than 30 minutes. After all, the surgery of the spine was continued and completed. Although the injury sustained was not classified as serious one, the situation led to a delay in treatment of already anaesthetized patient. We decided to report the issue based on the potential for serious injury if the situation was to reoccur.